Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittent occlusion alarms occurred. Customer addressed alarms by changing out pump supplies and resuming insulin delivery. System check was performed with tandem technical support. And no issues were identified. However, customer was using fiasp insulin. There was no adverse impact to the customer's blood glucose level.